Event description:
It is reported that a customer experienced high blood glucose of 566 mg/dl. The customer was treated for the high blood glucose with a manual injection. The customer was assisted with removing the reservoir and rewinding the insulin pump. The customer was informed that there could be many reasons for high blood glucose. The customer was assisted with trouble shooting but did not have a tubing clamp. A tubing clamp was sent out to the customer and was advised to call back to finish trouble shooting the insulin pump once they had received the tubing clamp. No further information was provided.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.